Event description:
It was reported that the collimators were stuck in the closed position. This would result in a loss imaging functionality. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable.